Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 461 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. The customer was disconnected from her pump when she arrived at the emergency room visit and was off the pump from 9 am till now where the no delivery alarm occurred. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning high blood glucose.